Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the electrical connector fluid damage, the body cover grip broken, the side body cover broken, the suction channel buckled, the control body corroded, the lg cable connector corroded, the biopsy inlet piece missing, the operation channel leaky, the bending rubber leaky, the remote control buttons cut, the objective lens unit scratched, the segment loosened, the u/d pulley wire worn out, the r/l pulley wire worn out, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.